Event description:
Affiliate reported that the customer complained that the valve would no longer program. It was also reported that the CT images confirmed the stator was dislodged. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.